Manufacturer narrative:
Device evaluation: one fast-fix 360 curved needle delivery system was returned for evaluation. Only the insertion device was returned. The insertion needle is dramatically bent. The depth limiter is deformed at its distal end. This damage appears to have been made when penetrating the meniscus, likely causing the second implant (t2) to be stripped prematurely from the needle. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. No root cause related to the manufacturing process can be established. A review of the device history records associated with this manufactured lot confirmed that no issues were reported during manufacture. The information for use under the warnings section states: ¿if the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ (B)(4).

Event description:
During a meniscus repair procedure using a fast-fix 360 reversed curve ndl deliv, it was reported that both implants deployed simultaneously. When the deployment knob was depressed to deploy the first implant (t1), the second implant (t2) fell off from the inserter needle. The implants (t1 & t2) and suture remain inside the patient behind the meniscus. The surgeon will not be removing the remaining implant. The operation was completed with another fast-fix 360. There were no reports of patient injuries or complications.